Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead suffered from twiddlers syndrome. The lead had become dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.